Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator would power on by itself, and cannot be turned off. The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator would power on by itself, and cannot be turned off. The customer had to disconnect alternating current (ac) power, and the remove the battery in order to turn the device turned off; the device was taken out of service. The rse noted that the power management (pm) board would require a replacement.

Manufacturer narrative:
An additional service record was created to document the replacement of the power management (pm) board; however, the pm board was not replaced as the customer was using a non-philips battery. The service engineer advised the customer to replace the battery. It was then reported that a service engineer (se) then evaluated the device and replaced the user interface (ui) assembly to resolve the issue. The device passed all testing and was returned to service.